Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd p100 blood collection systems for plasma protein preservation had problems with the mechanical separator getting lodged in the bottoms of the tubes prior to centrifugation. No serious injury or medical intervention reported.